Manufacturer narrative:
Device eval by manufacturer? Returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a guidewire stuck in the device. The inner shaft was buckled 56mm from the tip. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. The guidewire was not able to be removed from the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon became stuck on the wire. A sterling over-the-wire, 3.0mm x 20mm 90cm 4 french (4f) balloon along with a v-18, 150cm, 8cm poly tip guidewire were selected for a percutaneous transluminal angioplasty (pta) procedure. During the procedure, the wire was positioned in the patient and the balloon was passed over the wire with no problem and the balloon successfully inflated. Upon removal attempts, when the physician attempted to slide the balloon back along the wire it would not move and was stuck on the wire. The wire and balloon were removed from the patient together. No known patient complications were reported.

Event description:
It was reported that the balloon became stuck on the wire. A sterling over-the-wire, 3.0mm x 20mm 90cm 4 french (4f) balloon along with a v-18, 150cm, 8cm poly tip guidewire were selected for a percutaneous transluminal angioplasty (pta) procedure. During the procedure, the wire was positioned in the patient and the balloon was passed over the wire with no problem and the balloon successfully inflated. Upon removal attempts, when the physician attempted to slide the balloon back along the wire it would not move and was stuck on the wire. The wire and balloon were removed from the patient together. No known patient complications were reported.